Manufacturer narrative:
This report is being filed due to an update with the evaluation method, results and conclusion codes.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) possibly had a syncopal episode. Additionally, this s-ICD was unable to be interrogated using the consult system, but this device is not supported to be interrogated by using the consult system. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) possibly had a syncopal episode. Additionally, this s-ICD was unable to be interrogated using the consult system, but this device is not supported to be interrogated by using the consult system. This device remains in service. No adverse patient effects were reported.